Event description:
The pt's father complained on (B)(6) 2015, that his son was no longer responding to sounds. No trauma was reported. No swelling on head after examination by doctor. The external device was checked and was found to be functional. The clinic will see the pt again on (B)(6) 2015. Re-implantation is planned, though no date has been decided.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
The patient's father complained on (B)(6) 2015 that his son was no longer responding to sounds. No trauma was reported. No swelling on head after examination by doctor. The external device was checked and was found to be functional. Re-implantation was decided upon and surgery was scheduled for (B)(6), but cancelled as the patient was ill. No date for surgery has since been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's father complained on (B)(6) 2015 that his son was no longer responding to sounds. No trauma was reported. No swelling on head after examination by doctor. The external device was checked and was found to be functional.